Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07007. It was reported the patient did not have effective therapy and experienced unintended stimulation in his ribs due to lead migration. The event date is unknown. An impedance check revealed low impedances. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07007. Follow-up revealed the patient's leads were explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.